Event description:
Customer tested 76 mg/dl on the aviva system and states she consumed a sandwich based on the device result. 30 minutes later, customer reportedly received the following results on the aviva system: 347 mg/dl, 111 mg/dl, 97 mg/dl, 378 mg/dl, and 323 mg/dl. Low blood glucose symptoms were reported with these results. Customer did not require additional treatment. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.